Event description:
Ous MDR - it was reported that after an implant duration of about 8 months this lead migrated and eroded through the skin. There was evidence of a pocket granuloma. The patient was hospitalized and given antibiotic treatment. A revision was planned.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.